Manufacturer narrative:
The below report was received by health authority therapeutic goods administration (tga) (reference number: (B)(4)) on 05-apr-2023. The most recent information was received on 22-apr-2023. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of gastrointestinal injury ("one device was pressing into my bowel") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced gastrointestinal injury (seriousness criterion intervention required), heavy menstrual bleeding ("very heavy period"), pelvic pain ("very heavy pain"), dyspareunia ("pain with intercourse"), genital haemorrhage ("prolonged bleeding, heavy bleeding"), adenomyosis ("adenomyosis"), endometriosis ("chronic endometriosis") and postmenopausal haemorrhage ("bleeding after menopause"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. The reporter considered adenomyosis, dyspareunia, endometriosis, gastrointestinal injury, genital haemorrhage, heavy menstrual bleeding, pelvic pain and postmenopausal haemorrhage to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2023: quality safety evaluation of ptc. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority therapeutic goods administration (tga) on 05-apr-2023. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of gastrointestinal injury ("one device was pressing into my bowel") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced gastrointestinal injury (seriousness criterion intervention required), heavy menstrual bleeding ("very heavy period"), pelvic pain ("very heavy pain"), dyspareunia ("pain with intercourse"), genital haemorrhage ("prolonged bleeding, heavy bleeding"), adenomyosis ("adenomyosis"), endometriosis ("chronic endometriosis") and postmenopausal haemorrhage ("bleeding after menopause"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. The reporter considered adenomyosis, dyspareunia, endometriosis, gastrointestinal injury, genital haemorrhage, heavy menstrual bleeding, pelvic pain and postmenopausal haemorrhage to be related to essure administration. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.